Event description:
The trunk ipsilateral leg device was positioned, but did not completely deploy. The proximal end appeared 2/3 open. The contra leg stump was almost entirely closed. The distal ipsilateral limb was open. An occlusion balloon was introduced via the ipsilateral limb and the proximal end was opened without change in position of the device. The cannulation of the contra leg stump was difficult and required approximately 90 minutes, requiring both antegrade and retrograde approaches. The limb finally opened from a teardrop shape to an elongated oval shape. Once cannulation was accomplished and the 12 fr sheath introduced, the contra-lateral leg stump appeared to be fully open. The contra-lateral limb was introduced and deployed within the contra-lateral leg stump without any issues. No pt issues associated with this event.